Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead exhibited oversensing of noise leading to noise reversions and inappropriate mode switch via remote transmission. The atrial sensing and capture were normal. X-ray revealed lead dislodgement. During the procedure, the helix was retracted but was unable to extend. The lead was explanted and replaced. The patient was stable before, during and after the procedure and was discharged.

Manufacturer narrative:
A complete lead was returned in one piece measuring 51.7cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.